Manufacturer narrative:
The creatinine reagent lot number was 836714. The expiration date was not provided. The albumin reagent lot number was 832045 wth an expiration date of 21-dec-2025. The glucose reagent lot number was 828640 with an expiration date of 31-dec-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. Patient 1 initial creatinine plus ver.2 result for a urine sample was 5 mg/dl, and the repeat result was 92 mg/dl. The questionable result for this sample was not reported outside of the laboratory. Patient 2 initial albumin gen.2 result was 5.7 mg/dl, and the repeat result was 3.96 mg/dl. Patient 3 initial glucose hk gen.3 result was 127 mg/dl, and the repeat result was 79 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer found the probe had no spring in its head and was stuck in the up position. He replaced the spring in the probe head and checked the positions. He performed precision testing, and the customer accepted all qc. The investigation determined that the service actions resolved the issue.